Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. Upon receipt, the battery pack would charge but would not power up a monitor. Upon inspection leaking cells were detected. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack.

Event description:
Zoll technical support contacted a (B)(6) male pt to discuss proper battery usage after viewing battery charger fault flags in the pt's data. The pt claimed the battery would not hold full charge. The pt was issued a replacement battery.